Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter read inaccurately erratic. The medical surveillance specialist (mss) called the patient on april 5, 2010, but he was unwilling to provide any additional information. The patient manages his diabetes with self-adjusted insulin (unspecified type). The patient indicated that the alleged issue started on an unspecified date/time a month prior to contacting lfs on (B) (6) 2010. The patient reported blood glucose results of "231, 156, 125, and 231 mg/dl" with a lifescan meter, performed greater than 20 minutes apart from each other. The patient also claimed that as a result of the alleged issue, he received treatment during a doctor's office visit. According to the customer service representative (csr), the patient was treated with "novalin 2xday 12 at breakfast and 24 bedtime." It is not clear if the patient was actually given a dose of insulin during the doctor's office visit or if he was just prescribed the insulin. The patient denied that he developed any symptoms because of the alleged issue. The patient also compared two results of "231 and 173 mg/dl" obtained on two different meters. However, it is unclear as to which specific meter each result was obtained from. The patient was reportedly using expired test strips on his "old" meter. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received insulin treatment during a doctor's office visit as a result of the alleged issue.